Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the lead displayed high threshold, noise, over sensing, fracture, and there was inappropriate inhibition of the device. The lead was re-programmed and the patient was hospitalized due to pacemaker dependency. The lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned; however, analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range; the pacing capture threshold was elevated; there was over-sensing due to non-physiologic signals/sensing integrity counter; and over-sensing associated with the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.